Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the infusion set and resumed insulin therapy. Reportedly the customer is using fiasp insulin, and cold insulin. Tandem clinical support informed customer that using fiasp insulin, and cold insulin is off label per the user guide. Customer¿s blood glucose level was 230 mg/dl

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.